Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient went into cardiac arrest. Ablations of both of the left pulmonary veins and a right pulmonary vein had already been completed before it was observed there was no contraction of the patient's heart. Cardiopulmonary resuscitation was started at this point and the procedure was cancelled due to this complication. The patient was transferred to the intensive care unit of a different hospital. The patient survived the complication, however, no additional information on the specifics of the patient's status is available. The cause of the cardiac rest was not determined and the catheter is not expected to be returned as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.